Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 01/26/2017 a medtronic representative, following-up at the site, reported the alleged inaccuracy was approximately 3-5 millimeters. The surgeon was placing the screws, however, making the screw holes with the lumbar probe. The surgeon noted the inaccuracy after using the passive planar probe and then bringing in the lumbar probe and noted they were not the same location. - return requested. Replacement (B)(4) shipped to site 01/06/2017. Medtronic investigation of returned suspect device finds that, as received, the screw securing the array to the tracker was not loose. The array also was not loose. Even removing the screw did not cause the array to be loose. With markers attached and fully seated, and with a known good awl tip inserted, the tracker returned good geometry and divot error readings. No problem found. Device found to be fully functional. On 01/27/2017 follow-up with the medtronic representative finds the medtronic representative cleaned and tightened the screw on navlock universal orange tracker to improve functionality. This occurred prior to return of the part to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure on l3-l4, the site reported a damaged navlock universal orange tracker. The screw that holds the orange portion of the tracker to the attaching mechanism had come loose, and the site alleged this resulted in an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. The thoracic probe instrument did verify with the orange tracker. The surgeon switched to a second tracker and proceeded with surgery. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
UDI now provided; it was inadvertently left out on the initial MDR.